Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/19/2012 and was last repaired on 05/15/2013 for a non-related issue. Evaluation of the device observed that the poppet was stuck down in the on position. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the right side. At the 0.01 thickness setting, the device was outside calibration specifications on the left and right side. In post-repair, it was observed that the top o-ring was nicked. Additionally, a silicone build-up was noted around the top o-ring. This prevented the switch from sliding smoothly within the housing and causing the part to become stuck. The cause of the event experienced by the customer is most likely the nicking and silicone debris in and around the top o-ring of the poppet assembly causing the button to not slide smoothly within the housing and stick. Improper handling by the customer most likely caused the lack of calibration of the unit. The device was serviced and returned to the customer.

Event description:
It was the device would not turn off under air supply and the device can turn off after the air supply was turned off. It was also reported that the issue occurred during testing of the device and there was no patient involvement or impact to a surgical procedure.